Event description:
In 2004, patient had an aneurx elg placed for his aaa. Subsequently, the left iliac limb thrombosed. He had a repeat operation in 2007, which was incredibly complicated and long. He received over 400 cc of IV contrast and was ischemic for too long a period. He had a cardiac arrest and developed renal failure finally expiring at about 2 days later. Dates of use: 2004 - 2007. Diagnosis: 1. Aaa. 2. Thrombosed stent graft. The original surgery in 2004 used a 26 x 15 x 16.5, as well as a 6 x 11.5 plus extensions, all of which thrombosed. The salvage surgery in 2007. Use medtronic aortic extender cuff 26 x 26 x 40 lot# c13423 and aneurx iliac limb 14 x 14 x 11.5 lot# c23075; and aneurx iliac limb 14 x 14 x 8.5 lot# c31492 along with aneurx iliac cuff 14 x 5.5 lot# 595820.